Event description:
Per the clinic, the patient's internal device extruded. The patient was subsequently prescribed doxycycline (dosage and duration not reported) to treat an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed april 30, 2014. Device currently unavailable for analysis.

Manufacturer narrative:
(B)(4): implanted device remains.